Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient underwent primary breast augmentation with mentor memorygel breast implant 350cc gel breast prosthesis. The patient reported to have felt weird and spasms that shifted around through their right breast. Rupture of the right breast prosthesis was confirmed by an MRI. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
On 7/22/2018, the mentor failure analysis lab has received the device for evaluation. Mentor also became aware that the replacement device was mentor memorygel breast implant 350cc gel catalog: 3503504bc, lot: 6808398, sn: (B)(4). Device investigation summary: the device contained gel with clear appearance, upon receipt by mentor. Red material was observed within the device. Gel was observed on the shell surface. During visual examination, product evaluation observed the device severely rented; it was only returned in three pieces. Additional shell abrasion was found within the rent, suggesting in-vivo folding or creasing of the device. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rent and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since the device was found severely rented. However, at this point it is not possible to determine the root cause of such damage or the origin of the red material observed. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation concluded that the rent and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).